Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was returned for evaluation. Visual analysis revealed signs of normal use, consistent with normal and constant usage. Additionally, the honeycomb electrical connector feature of the saw interface port was deformed. No other damage was found. The damage to the honeycomb connection is consistent with not using the cleaning cap to protect the saw interface port during cleaning and transportation. A functional evaluation was performed. The assessment found that the right-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. The overall complaint was confirmed as the observed condition of the velys saw interface right would contribute to the complained device issue. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is due to a design issue and has been escalated to a CAPA.

Event description:
It was reported that the robotic assisted saw interface device had issues and were defective. During an in house engineering evaluation, it was determined that the device had undesired movement/play between the saw interface clamp and the saw interface itself. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.